Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: attachment device, k-wire device, chuck device , drill chuck device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device. It was determined that the motor was damaged and would not run. It was further observed that the device did not function, and the trigger were jammed. It was further determined that the device failed pretest for check the oscillation/forward/reverse mode function, check for sticky speed trigger and check triggers. It was noted in the service order that the button was not working, and the attachment device could not be connected during pre-surgery. It was further reported that there was something wrong with the connection part of the quick coupling device (k-wire, chuck, drill chuck); because the k-wire chuck device, and the drill chuck device did not assemble to the body the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.